Event description:
Treating pt and the mask didn't seal properly. The nurse had to perform CPR as a backup method of resuscitation.

Manufacturer narrative:
Of the six units in the original case, we rec'd four back. The two reported devices were discarded by end user and not returned. We tested the four returned devices and they passed all tests including mask separation, mask cushion air level, pt valve function, resuscitation bag pt port per iso requirements and mask cone connection port per iso requirements. No actual problem found. Potential issue w/size of mask matching the respective pt size, dimensions and physiology.